Event description:
It was reported that the patient was an inpatient in the hospital. Upon interrogation, there was noted to be consecutive premature ventricular contraction (pvc) episodes on the right atrial (ra) lead due to an intermittent undersensing. Programming changes were made. The patient was in stable condition.